Manufacturer narrative:
H10: the touchscreen was received by the product investigation lab (pil) for failure investigation (fi). Visual inspection of the touch screen revealed no evidence of damage or contamination. Touchscreen functional testing was performed and the pil reports the screen failed to calibrate. The pil tested the resistance readings between the flex circuit pins. Multiple resistance failures were identified. The fi concludes that the touchscreen failed due to flex circuit pin failures. Based on information provided and/or service performed the reported issue was confirmed. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.

Event description:
The customer contacted philips requesting a replacement touchscreen for a defective one that is on a v60ventilator. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. Additionally, to date, no parts have been returned for root cause analysis, therefor one could not be determined. If additional information or part is later obtained, the complaint will be reopened. This issue will be tracked and trended per philips process.